Event description:
It was reported to philips that the device's leads ECG was intermittently working. The customer swapped ECG cables and the issue remained. There was no reported patient involvement.

Manufacturer narrative:
.